Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported having faced repeated bent cannula issues resulting in no insulin delivery. The patient experienced high blood glucose level reported to be 750 mg/dl at the time of incident, which was self-treated with humalog and manual injections. The patient took a bolus to account for a meal and woke up vomiting black fluid. Due to this, he was hospitalized for two days. The patient noticed that the infusion set that was inserted in the arm was bent. He did a bolus, put on a new infusion set and went home. Patient's blood glucose level at the time of this report was 129 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.